Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was damaged where the cap attaches to the compartment and as a result the cartridge would not stay in and the patient was unable to prime the pump. The patient stated that there was no trauma to the pump and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the cartridge compartment was cracked at the opening of the cartridge chamber and a piece of the rim was missing. A crack was observed in the battery compartment extending from the opening to the case seal. The returned cartridge cap and battery cap was able to tighten properly to the respective compartments and there was no evidence of moisture intrusion in either compartment. The pump powered up and functioned properly.